Event description:
It was reported that during an emergent follow-up visit, it was determined that this pacemaker was exhibiting premature battery depletion behavior. Subsequently, surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported. This device is expected for return.